Event description:
It has been reported to the manufacturer that the pt has been experiencing an increase in seizure activity. Replacement of the vns generator is being scheduled. The physician reported proper functioning of device. Good faith attempts to obtain additional info are underway.